Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for left atrial flutter (l-afl) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dislodgement occurred. It was reported the valve was broken at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath causing a backflow. The wire was re-run with no resolution. The sheath was replaced, and the procedure continued without further issue. The hemostatic valve did not break into pieces. No air entered the patient¿ body. No intervention was required. The hemodynamics was not compromised due to bleeding, the blood loss was minimal. There was no report of patient consequence.

Manufacturer narrative:
It was reported the valve was broken at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath causing a backflow. The wire was re-run with no resolution. The sheath was replaced, and the procedure continued without further issue. The hemostatic valve did not break into pieces. No air entered the patient¿ body. No intervention was required. The hemodynamics was not compromised due to bleeding, the blood loss was minimal. There was no report of patient consequence. Device evaluation details: on 1/4/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking. Stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. These findings were reviewed and determined the hemostatic valve dislodgement issue continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).